Event description:
Related manufacturer report number: 2017865-2022-03868. Prior to a routine device exchange procedure due to normal battery depletion, noise and a loss of capture were observed on the right ventricular (rv) lead. During the unrelated procedure the rv lead was capped and replaced. Following the implant of the new rv lead, diagnostic imaging was performed and revealed no anomalies. The physician then visually observed lead damage on the new rv lead. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Event description:
Related manufacturer report number: 2017865-2022-03868. Prior to a routine device exchange procedure due to normal battery depletion, noise and a loss of capture were observed on the right ventricular (rv) lead. During the unrelated procedure the rv lead was capped and replaced. Following the implant of the new rv lead, diagnostic imaging was performed and revealed no anomalies. The physician then visually observed lead damage on the new rv lead. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Device history records were not available for review.